Manufacturer narrative:
Concomitant medical product: model: 5076-45, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high thresholds. The lead was attempted to be extracted but the lead was capped instead. Another revision was completed and the lead was eventually extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.